Event description:
The customer reported display is blank. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
There was no patient involvement when this issue was discovered. Therefore, this complaint does not meet the criteria for reportability.